Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation showed some wear marks on the pedals and along the device; also, the forward pedal was broken. Due to the condition of the pedal, the functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the test results, this complaint can be confirmed. A root cause for the issue experienced by the customer cannot be established. A possible root cause can be attributed to the rough, heavy, and repeated use of the device, which can lead to damages in the internal components, however this cannot be conclusively determined. As per IFU: prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by sales rep that during an unknown arthroscopic procedure on (B)(6) 2023, it was observed that the foot pedal(fms vue device was not working properly. During in-house engineering evaluation, it was determined that the forward pedal was broken on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.